Manufacturer narrative:
The subject device was returned to olympus but the evaluation is in progress. Additional information was requested from the user facility but no new information was obtained. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the technician at the user facility via service request that the high-definition camera head¿s ¿picture is wobbley, jumps around¿. The image problem was found during reprocessing. No death, injury or harm was reported. The device will be returned to olympus service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the reported problem. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated fields: g3, h2, h3, h6 and h10. The subject device was physically evaluated, and the customer reported malfunction regarding the wobbling image was confirmed. This issue resulted from a loose coupler which required retightening. The device¿s cable also had knots and kinks. Olympus will continue to monitor field performance for this device.